Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax requiring a chest tube and hospitalization. A 21g tbna (transbronchial needle aspiration) needle was used. The lesion was located in the right middle lobe (rml) lateral segment. The procedure was completed. The patient experienced shortness of breath. A pneumothorax was identified post-procedurally via chest x-ray. Per the physician, the pneumothorax was technique and patient related, not related to the equipment, but it was suspected that the pneumothorax occurred during the pass with the brush. The initial size of the pneumothorax was small but increased to a moderate size. A chest tube was placed to resolve the pneumothorax. The patient was hospitalized for 2 days, then discharged home. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.

Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information is received. As of 03-nov-2022, a review of the site's system logs for the reported procedure date was conducted by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). Per the fae, investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. No video/images were provided by the customer for review. This complaint is being reported due to the following conclusion: after completion of an ion endoluminal lung biopsy procedure, a patient developed a pneumothorax. A chest tube was placed to resolve the pneumothorax. The patient was discharged home after two days of hospitalization. Although the physician believes the pneumothorax was caused by technique and patient related factors, but not related to the equipment, the root cause of the pneumothorax is unknown.